Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. After resetting the pump, the error did not recur, and the caller successfully started their sensor session.